Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving saline (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that an alarm occurred. The patient's pump was audibly alarming with a single tone alarm each hour and the patient was at the emergency department (ed). The patient did not have their personal therapy manager (ptm) with them and the hcp did not have a device available, so telemetry could not be performed. It was noted that the patient was supposed to get their pump filled last week (relative to the date of report) but could not, so it was supposed to be filled on (B)(6) 2019. No patient symptoms were reported and no further complications were reported or anticipated.